Event description:
It was reported that the infusion set and cartridge connection leaked when the user assembled the cartridge to the connector outside of the pump, and the issue was resolved after the agent guided the user through a proper supply change. Symptoms included no reported changes in blood glucose. Outcomes included no alerts, alarms, or need for medical care. Investigation included troubleshooting and user education conducted by customer support. Investigation of this case revealed incorrect deployment or attachment of the cartridge and connector as the likely source of the leak. It was concluded that user technique caused the leak and that proper setup resolved the problem.